Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, additional manufacturing narrative (if other): initial reporter address exceeded the maximum allowable characters, address is as follows:(B)(6).

Event description:
It was reported that the machine automatically switched off without an alarm, even though the battery was fully charged. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During investigation it was found that the device could not power on using dc battery power, however no product performance issue related to the reported complaint of the device automatically switching off was identified. Based on the investigation above, the customer complaint could not be confirmed. The unit was determined to be functioning as designed. (B)(6).